Manufacturer narrative:
This spontaneous case was reported by an other health care professional and describes the occurrence of fatigue ('fatigue') in a 47-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced fatigue (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal by salpingectomy with laparoscopic coronectomy for complete removal of implants). Essure was removed. At the time of the report, the fatigue outcome was unknown. The reporter provided no causality assessment for fatigue with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other health care professional and describes the occurrence of fatigue ('fatigue') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced fatigue (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal by salpingectomy with laparoscopic cornuectomy for complete removal of implants). Essure was removed. At the time of the report, the fatigue outcome was unknown. The reporter provided no causality assessment for fatigue with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.